Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk implantable cardioverter defibrillator (ICD) implanted: 2012-(B)(6); 5076-58 implantable pacing lead implanted: 2012-(B)(6); 694765 implantable tachy lead implanted: 2008-(B)(6); 5076-45 implantable pacing lead implanted: 2008-(B)(6).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.